Event description:
It was reported that when using the pyxis medbank system, a drawer failure and was unable to open. The customer reported that the drawer wouldn't open while trying to issue medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a user training issue. The technical service engineer assisted the user had the wrong drawer. The item in the drawer was later opened and issued medications. The UDI and manufactures details kept blank since the given asset information found to be bd pyxis medbank facility self-imp. The system functioned as intended after the technical service engineer troubleshot the device.